Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the customer was using u-200 insulin. Tandem technical support educated the customer that u-200 is off-label insulin per the tandem user guide. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.